Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Provided photos show an implanted iol in an eye. Polychromatic sheen can be observed on the lens. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following the intraocular lens (iol) implant procedure, the surgeon noticed a glistening in the iol. Additional information received and stated that there was no impact to the patient.